Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, dim display screen, and contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: visual inspection revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Additionally, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Investigation also revealed that the up arrow and contrast keypad buttons were unresponsive. The keypad was found to be intact with no evidence of peeling. The keypad cover was removed, and there was evidence of contamination found under the up arrow and contrast keypad buttons. (B)(6).